Event description:
I-flow corp is submitting the attached three medwatch reports in response to three voluntary reports (medwatch nos. 1005524, 1005207 and 1005538) received by the co. I-flow mfrs ambulatory infusion products and the medwatch reports submitted are for devices included in the paragon infuser product line. The reason for this attachment letter is to allow for a more in-depth discussion of the similarities of the problems reported. The similarties include: all three medwatch reports involve product from the same lot number; the medwatches indicate a problem with flow rate; and all three reports were made in the same general time period approx. One year after the product was released for distribution. Pharmacist reported that 3 0.5 ml/hr admin. Sets had infused at flow rates greater than label claim. The pharmacist said he evaluated the first set and found the device to operate as expected. No samples were sent to I-flow for either the first or second incidences (the pharmacist did not test the second set). The third set was evaluated by the pharmacist and returned to I-flow. Failure analysis found the set to be within specifications. Add'l samples from the lot were also tested and found to be within specification.